Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the femur, adaptor bolt and adaptor at the cement to implant interface. Unknown cement was used. It was reported that the patient heard a crunching noise after a fall and has had anterior knee pain since. The surgeon planned on changing the poly and determine the causes of pain. Once in joint, the tc3 adaptor bolt and part of the adapter came out (adapter bolt/adaptor completely broke off from femur and femoral sleeve.) Next, the femur came out since it was no longer attached to the sleeve or distal femur. The surgeon decided that he was going to change the poly and cement the femur back on to use as a spacer till a further date when he could determine a new plan for the case. Doi: (B)(6) 2014; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).